Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. Visual inspection of the machine showed a leak related to aged o-rings in the red and blue dialyzer female connectors. A service history review revealed no indication that the parts replaced during previous service caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be related to component failure, and the red and blue dialyzer connectors were replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use with a ak 96 machine, an external fluid leak was observed from the "bypass interface" of the device. It was further reported that leakage occurred at the adapter head. The adapter, red, blue, o rings were changed and the flow regulator filter was changed. There was no patient involvement during this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.